Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6.0mmx100mmx135cm sterling catheter was advanced for dilation. However, during second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed without any issue noted. The procedure was completed with a different device. There were no patient complications nor injuries reported.